Event description:
It was observed that during the evaluation, the insufflator "uhi-3", 100-240 v exhibited damage on the front panel, and the pressure reducer is chipped, the flow rate is out of the standard value. The issue occurred during preparation for use and before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found damage to the front panel, and the pressure reducer is chipped, the flow rate is out of the standard value. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported issue could not be identified/determined. Olympus will continue to monitor field performance for this device.